Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported by a clinic site, via a trial update that this device had been deactivated. The site was queried for more information however no further details were made known. The summary report noted that the device had logged a battery depletion error code; date of the error code was unknown. No further information was provided and no device, nor data were sent for additional review.